Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The expiratory cassette was found contaminated with water and patient¿s secretion. After replacing the expiratory cassette, the ventilator worked normally and was cleared for clinical use. The root cause of the failed pressure transducer test during pre-use check was due to the contaminated expiratory cassette. This will be detected during pre-use check. One of the remedy if test fails according to the user¿s manual is to check that there is no excess water in the expiratory cassette. The user facility has been informed about correct procedures of cleaning the expiratory cassette.

Event description:
Manufacturer's ref # : 228288.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check there was no patient involvement. Manufacturer's ref.: (B)(4).